Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vats wedge resection. The first handle was taken from charging station with green battery symbol. After connecting the adapter and reload, the battery status showed red when about to use in stapling the lung tissue. The device was not possible to use. Another handle was brought and when it inserted to the thorax, the black plastic broke from the reload which was connected with the adapter, where it was said ¿load¿. The component did not fall into the patient cavity. The second handle was connected with the new reload. After firing the reload on lung tissue, the staple line was incomplete on distal end and the stapling speed was in slowest mode. They used competitor¿s device and sutured (sewed over) to complete the resection and to complete surgery. The or time was extended greater than 30 minutes due to the product malfunctions. No patient injury. Patient status: alive -no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was partially fired and engaged in interlock. The anvil clamping mechanism was deformed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.